Event description:
It was reported that an unexpected decrease of the remaining battery charge was observed. The device was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The battery state of discharge as well as the battery voltage was as expected. A premature battery depletion could not be confirmed during analysis. Next, the ICD was opened, and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and several electric components had been damaged. As a result of these damages the device could not be interrogated. Based on the observed symptoms, the damages were most probably caused by an external high voltage source, like an external defibrillation. There was no indication of a material or manufacturing problem.